Manufacturer narrative:
Approximate age of device 4 years & 1 month. Manufacturer's investigation conclusion: the evaluation of the system controller log file confirmed a pump stoppage event as the result of a total loss of power to the system controller due to the depletion of the 14v external batteries and the controller's 11v internal backup battery. The downloaded log file contains data from (B)(6) 2019 at 02:51:01 am to (B)(6) 2019 at 07:54:50 pm. No atypical alarms were captured until (B)(6) 2019 at 10:13:20 pm, when a low battery advisory became active. This appeared to be the result of the patient¿s 14v batteries being partially depleted. The file captured low battery hazard alarms on (B)(6) 2019 starting at 12:08:35 am, due to further depletion of the batteries. This caused the system to go into power save mode and several low speed events occurred when the pump speed went below the low speed limit by 10 rpm. It appeared that both of the patient¿s 14v batteries were fully depleted at 01:56:34 am causing a no external power alarm to be active. The system operated on the internal 11v backup battery until the battery was fully depleted. At that point, the pump stopped. It was noted that the controller¿s internal clock had been reset to the factory default, (B)(6) 2001 at 01:00:00 am. The duration of time the device was without power could not be determined. The white patient cable was reconnected to fully charged batteries and the pump resumed operating. Following the event, the white patient cable was disconnected resulting in a no external power event. The system was supported by the backup battery. The system controller was reconnected to battery power once more. Further events in the log file continued to be captured at the factory default timestamp until 02:07:23 pm, when the patient had their internal clock adjusted to the proper time. The pump remained operating above the low speed limit until the end of the file when the driveline was disconnected. Several driveline fault alarms were noted prior to the controller exchange. The pump speed remained above the low speed limit and appeared to be functioning as intended before the external batteries and internal backup battery were fully depleted. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. The heartmate ii lvas IFU and patient handbook outline battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. These documents also explain that patients must always connect to the power module or mpu for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. A clock reset alarm went off on the controller. After the clock was reset, there was a driveline fault alarm so controller was changed. No further information provided.